Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2009. According to the complainant, post procedure on (B)(6), 2010, the patient had pain on one side of the stoma and there was also a hard area on that side. No increased body temperature was observed. The patient was advised to contact the parkinson's nurse for inspection of the stoma site. The patient was given an appointment at the gastrostomy unit. However on the day of the appointment, the patient phoned and said that everything was okay, after adjusting the external bolster. On (B)(6), 2010 the patient presented with pain in the stoma again. On (B)(6), 2010 the patient had an appointment with a parkinson's nurse who saw a soft abscess and emptied the pus. The patient was given a prescription to clean the stoma with an alcohol based antiseptic until the abscess was gone. No antibiotics were prescribed. No damage was observed on the peg tube and remained in use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact date of birth is unknown however the year the patient was born is (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2009. According to the complainant, post procedure on (B)(6) 2010, the patient had pain on one side of the stoma and there was also a hard area on that side. No increased body temperature was observed. The patient was advised to contact the parkinson's nurse for inspection of the stoma site. The patient was given an appointment at the gastrostomy unit. However on the day of the appointment, the patient phoned and said that everything was okay, after adjusting the external bolster. On (B)(6) 2010, the patient presented with pain in the stoma again. On (B)(6) 2010, the patient had an appointment with a parkinson's nurse who saw a soft abscess and emptied the pus. The patient was given a prescription to clean the stoma with an alcohol based antiseptic until the abscess was gone. No antibiotics were prescribed. No damage was observed on the peg tube and remained in use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).